Event description:
It was reported that a patient was admitted to the hospital after slumping over in his car and was found to be non-responsive. Patient had severely increased blood glucose level at the time of admittance. Review of egms showed a tachy diagnosis and the onset of episode ddi pacing followed shortly by appropriate atp therapy, and what appeared to be undersensing and return to sinus. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.